Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned with the request to download the event history log (ehl). The ehl was reviewed for the months of june, july and the beginning of august. The review of the ehl showed that all treatments appear to have been performed properly and completed in the proper time frame of twelve (12) hours. There was no evidence of a treatment that was provided in less than twelve (12) hours or one that was stopped short of the full twelve (12) hour time frame. There is no evidence in the ehl to support the customer's reported claim of a treatment running 2.5 hours faster than programmed and then stopped. No fault was found with the returned device. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump in use for total parenteral nutrition (tpn) may have over-delivered. It was reported that a twelve (12) hour infusion was started at approximately 5:30 pm, and the patient's husband noticed that the bag was empty at approximately 3:00 am, which was two and half hours early. Per reporter, patient was taken to the emergency room and was admitted to the hospital. No information has been provided at this time on any adverse patient effects.